Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the device was explanted due to infection.the device was explanted (B)(6) 2012. It is unknown if there are plans to implant the patient with another device as of the date of this report, (B)(6) 2012.